Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a conclusive cause for the reported tissue damage cannot be determined. The reported unchanged mitral regurgitation is the result of the tissue damage. The tissue damage and mitral regurgitation are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the damaged leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted successfully without issue. A second clip delivery system (cds) was advanced medial of the first clip however the mr was unable to be reduced therefore the clip was not implanted and the cds removed. A third cds was advanced and implanted however after deployment the mr increased and damage was noted to the posterior mitral leaflet (pml). The procedure was concluded at this point with the mr remaining at 3. No treatment was performed at this time however the patient remained hospitalized. No additional information was provided.